Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report intermittent out of range signal on (B)(6) 2014. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).